Manufacturer narrative:
The reason for reoperation was rupture. Visual analysis of the returned device identified broken shell, brown particles, fold creases, and around 0-25% of the shell is missing. A weight test of the explanted material was completed and it was found to be underweight. Microscopic analysis of the return device identified a broken shell with sharp edge on radius side assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening, and missing shell that is assessed as inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.